Event description:
It was reported that a system error 2240 alarm (air in line) occurred on the homechoice during dwell three of five. It was noted that there was an open clamp on an unused supply line. The technical service representative explained the alarm and advised the patient to use manual supplies. There was no patient injury or medical intervention associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error for a system error 2240, where the home patient found an unused supply line clamp that was open. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.